Event description:
A patient reported they took insulin without knowing their glucose result. Patient's meter allegedly does not power on. Patient replaced battery and meter would not turn on. Patient used a one touch profile as a backup. The result on the one touch profile meter is unknown. Patient stated the time difference between the one touch basic meter and profile meter is one night. There was no treatment. No further information has been reported.